Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If the product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted for correcting part and lot. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section d4 for part & lot # this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.